Manufacturer narrative:
Claim #(B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -10.5/+1.5/113 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Low vault with lens rotation and blurred vision was reported. Lens remains implanted. The cause of the event was reported as the device and icl rotation over time. The surgeon indicated that there is a pending lens exchange. Claim#: (B)(4)

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.5/1.5/113 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Low vault with rotation was observed. Lens was repositioned. .lens remains implanted. Problem not resolved. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).